Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2.5 mm x 15 mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form at the center during first inflation at 6 atmospheres for 30 seconds. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.